Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue -"some odd picture flashing in the top right corner of the meter screen". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.